Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a decrease in impedance, decreased sensing, and high capture thresholds on the right ventricular (rv) lead channel. The device was explanted and replaced. No additional adverse patient effects were reported.